Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a failure; this condition had the potential to interrupt delivery. This condition was found in the surgical department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. The root cause investigation is in progress. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "failure" was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that this condition was a result of a 703:xx failure code. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. This is involving a pump with software version 5.03.00 which is categorized as unremediated. The device had not been previously sent into service for the reported condition of "failure." A device history record review was performed, and the pump failed '4rsi linearity check at ch b'. Phm was changed & pump passed subsequent testing. Should additional information become available, a follow-up medwatch will be submitted.